Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after recapturing the valve three times to correct the position, the valve dislodged up upon release. Subsequently a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID d-evprop23-29 (lot: 0012275358); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 mm balloon.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not provided thus it is not possible to validate a good load. Pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve appears to have been deployed in the cusp overlap view; however, depth assessment in this view was not captured and it is unknown. An angiogram performed in the lao view shows the valve depth was above the annulus warranting a recapture. It was reported that three recaptures were performed to correct the position; however, the recaptures were not captured on fluoroscopy. Evidence reveals that valve position during final release was deep, and the capsule was not fully retracted as the capsule is noted to be covering the paddle attachment. Evidence supports that the valve dislodged due to the paddle still being attached to the paddle attachment. Subsequently, a second valve was implanted. This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evprop23-29 lot 0012275358 use by date 2026-05-17. Updated section a, b.5, h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.